Manufacturer narrative:
Upon investigation of the actual device used in this incident, main drawer 5.1 was not detected on bus. A field service engineer powered station off and rearranged cubie trays. Inspected back of drawer to make sure all cables and connections to resolve this issue performed a preventive maintenance. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpected shutdown on station. Customer reported unable to launch medapp station on white screen causing malfunction and there was a delay in patient care. There were no adverse events or injuries reported based on this event.